Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch lje424 additional information was requested and the following was obtained: what was the date of the initial procedure? In (B)(6) 2018. What was the indication for the thyroid procedure? No information. What was used to close the skin surface layer? No information. Did the patient have any signs of infection prior to the procedure? No. What was the condition of the subcutaneous tissue prior to procedure? No information. What date did the patient experience inflammation/ reaction? Three weeks after the operation. The date is unknown. Were any cultures taken of the infection site? No information. Were any cultures taken of the drainage? No information. Do you have any photos of the inflammation area? No, we don't. Can you identify the lot number of the sxpp1b104 stratafix spiral pds plus suture? Eestimated lot: lje424. What are the patient age, weight, gender, past medical history? No diabetes mellitus. No specific disease complication.

Event description:
It was reported that the patient underwent thyroid procedure for thyroid cancer in (B)(6) 2018 and barbed suture was used for subcutaneous suture when closing the surgical wound. About 3 weeks following the procedure, inflammation like reddening appeared along the suture line inferior part of the platysma. Inflammation like reddening and a weal were observed on the skin just above the suture line. It was confirmed that white muddy fluid like abscess was observed in the drainage fluid. The result of cultivation of the drainage fluid has not been confirmed. The patient does not complain of pain currently. Inflammation like reddening has been increasing. Amount of drainage fluid has also been increasing. The surgeon opined there is a possibility that there is a causal relationship between the barbed suture and the event since reddening and a weal appeared along the suture line. It was reported that there is a possibility that surgical site infection occurred and it became worse to the suture at the area. The patient is currently under follow-up observation in the hospital. No additional information was provided.

Manufacturer narrative:
Pc(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch lje424; mfg date 08/02/2017; exp date 07/31/2019. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.